Manufacturer narrative:
The device was received for evaluation. During functional testing, a 'system error 345' was confirmed. A review of the event history log revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the error was identified to be the upstream thermistor which was found to be out of specification. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.